Event description:
The customer reported that the ventilator did not ventilate air. The ventilator was not connected to a pt at the time.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.